Event description:
Patient to be unhooked from IV infusion of heparin to get medication for nuclear med testing. This nurse attempted to loosen the IV tubing from the j-loop and the end of the IV tube broke off inside the fitting on the j-loop, allowing blood to free flow from the end of the j-loop. This nurse quickly clamped the j-loop to stop the blood from back flowing through it.